Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was used with a white reload and the jaws would not open and close when put over the appendix. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.